Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, right atrial (ra) and right ventricular (rv) lead, difficulty was encountered with inserting the leads into the device header. The leads were ultimately successfully inserted into the device header. This product remains implanted and in service. No adverse patient effects were reported.